Manufacturer narrative:
The subject device was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon could not be duplicated. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. The followings are the possible reasons why the main lamp didn't light up and spare lamp lit up. Abnormal internal temperature. Main pcb failure. Lamp failure. Converter malfunction. Igniter failure. However, since it had not been reproduced at the service department of olympus, it was assumed that there was no problem with the device. The spare lamp might have lit up because the main lamp was used over the expected life.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, the main lamp did not work and only the emergency lamp worked.there was no report of patient injury associated with the event.